Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, after venipuncture, the hcp pressed the button; however, the needle was not retracted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, after venipuncture, the hcp pressed the button; however, the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-mar-2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one insyte autoguard unit with no product documentation to indicate the reference number or lot number. The unit was returned with the needle not retracted. A gross visual inspection found that there was excess adhesive on the outside of the needle hub. Further microscopic inspection found that the button was adhered to the needle hub. The unit was forcibly retracted, upon which, the button broke off and the adhered part of the button remained attached to the needle hub. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. This type of defect may occur when adhesive is unintentionally applied to the outside of the hub, where the adhesive may then seep down into the other components. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. Inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.